Event description:
The following has been reported: nurse reported: "tubing reported malfunction not recognizing cassette. Despite reloading multiple times. Patient was not receiving fluid infusion. Tubing swapped with a new set. Message resolved. A preliminary review identified the following issue: set not recognized an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.